Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. H3 (device evaluated by manufacturer?) Has been updated. Pd-purge system-(separation, break): the cause of the purge sidearm damage at the reservoir to filter joint was a material fracture caused by an unintended user error.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced an alarm for a drop in purge pressure. The impella was explanted and a new impella cp was implanted.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.